Event description:
The microsensor was implanted and readings were not within range (400). Device was explanted and replaced.

Manufacturer narrative:
Evaluation confirmed the icp transducer was not defective. The icp transducer was subjected to routine test procedures and found to be in compliance with all specifications. At this time jjpi considers this file closed.